Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report was initially submitted on (B)(6) 2022 this report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted given the pus it was evident that this wound would not heal with the mesh in place. It was reported that the patient experienced an unknown adverse event. No additional information was provided.